Event description:
It was reported that the implantable cardioverter defibrillator and right ventricular lead were implanted on (B)(6) 2016. In (B)(6) 2016, the patient experienced chest and arm numbness. The physician said that these were expected outcomes post procedure and would subside. The nurse reached out to the patient on (B)(6) 2017 and it was reported that the patient was still experiencing the same symptoms, alleging a malfunction on the implanted devices. No resolution was performed. No further information was available.